Manufacturer narrative:
Due to the age of the device and the fact that there are no repairs available for the avl video baton 3-4 the customer declined to have their video baton returned for evaluation and disposal. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on 21 nov 2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device, six (6) years and eleven (11) months caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope avl video baton 3-4, the picture would be lost intermittently when the cable was manipulated. A delay in the procedure of 22 minutes occurred as a backup device was obtained from the ER department. No harm to the patient or user was reported.